Manufacturer narrative:
A revision surgery is planned to exchange the tibial poly inserts and tibial tray. Reason for revision is unknown at this time. Review of the device history record indicates that the device was manufactured to specification.

Event description:
A revision surgery is planned to exchange the tibial poly inserts and tibial tray. Reason for revision is unknown at this time.